Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for material deformation, mechanical jam, and unintended movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve however the lock line became knotted during deployment. It was not possible to remove the knot and the lock line was unable to be removed. It was observed at that point that the clip had opened during attempts to remove the knot, so it was removed. A second cds was advanced but grasping was unsuccessful and the clip was removed. A third clip was used to complete the procedure, reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported material deformation (knot) on the lock line and mechanical jam of inability to remove the lock line were confirmed via returned device analysis. The reported unintended movement associated with clip opened while locked cannot be replicated in a testing environment due to the returned condition of the device (knot on the lock line around the lock lever). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported mechanical jam of inability to remove lock line appears to be related to the reported material deformation on the lock line. However, a cause for the reported material deformation (knot) on the lock line cannot be determined. The reported unintended movement as the clip open while locked appears to be cascading effects of the reported material deformation (knot) of the lock line. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported material deformation (knot) on the lock line and mechanical jam of inability to remove the lock line were confirmed via returned device analysis. The reported unintended movement associated with clip opened while locked cannot be replicated in a testing environment due to the returned condition of the device (knot on the lock line around the lock lever). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported mechanical jam of inability to remove lock line appears to be related to the reported material deformation on the lock line. However, a cause for the reported material deformation (knot) on the lock line cannot be determined. The reported unintended movement as the clip open while locked appears to be cascading effects of the reported material deformation (knot) of the lock line. There is no indication of a product issue with respect to manufacture, design or labeling.